Manufacturer narrative:
The accounts biomed replaced the power supply circuit board to repair the bed.

Event description:
Information received indicates the bed is not functioning and none of the led's are lit due to fluid shorting the power supply circuit board.